Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the rn was unable to insert the dilator into the patient. The rn nicked the patient and was still unable to insert it. It was stated that when looking at the dilator, the end had started to roll up on itself.